Event description:
Per the complainant the individual was able to separate the zipper on the door of the enclosure and elope from the safety sleeper and fell down four stairs in their household. This individual is nonverbal and unable to express discomfort or pain, so in order to rule out injury they were transported to the emergency room. No injuries were reported and they were released without admittance.

Manufacturer narrative:
Manufacturer attempted to submit this report on 12/2/25 and encountered an issue with the software that prevented code selection in section h6. An email was sent to the help desk and it was indicated that this was a known issue and the development team was working on a solution but could take 1-2 weeks. Due to this delay this report was not able to be submitted within the pre-defined 30-day timeline. Manufacturer attempted to submit the actual report on 12/11/25, 12/12/25, 12/15/25, 12/16/ 25, 12/21/25. A resolution was provided on 12/21/25, however, when attempting to follow the guidance for uninstalling and reinstalling the software, abram's nation encountered an issue and reached back out to the help desk on 12/22/25. The help desk scheduled a meeting for 1/5/26 to troubleshoot the issue. Abram's nation was able to submit on this date. After the initial report of the problem from the dme, abram's nation reached out directly to the customer (complaintant) on 11/12/25. It was reported by the caregiver that they noticed the zipper separating a week prior but did not call and report this to abram's nation per the user manual. Per the complainant, this was happening inconsistently and they were able to restart the zipper. The zippers that abram's nation uses on the safety sleeper are considered self-starting zippers per the raw material manufacturer. Abram's nation requested that the caregivers return the bed to abram's nation. Caregivers chose to bring the enclosure directly to the manufacturer on 11/21/25 due to their proximity and schedule. The family was provided with a new enclosure so006239 and abram's nation conducted an investigation on the original product. The manufacturing records were reviewed. All required inspections were completed and all acceptance criteria were met. Investigation was conducted and included lead sewers, director of business development & quality, ceo, qms & regulatory specialist, and inspection associate. Initially abram's nation was not able to recreate the zipper separation as reported by the complainant. Several attempts at stretching, kicking, and pushing through the zipper (documented in video evidence). After quickly and forcefully zipping the bed using the attached door lock, abram's nation was able to get the zipper to replicate the zipper separation. When inspecting the sewing, it was determined that the zipper teeth were not aligned on the top of the enclosure and the binding did not catch the mesh as required by sewing standard operating procedure. The zipper when moved forcefully and by using the door lock, caught on the binding, slowly rubbing on and wearing the binding. The misaligned zipper combined with wearing binding allowed the zipper separation to occur inconsistently. Upon investigation, while mis-use was identified and the family did not reach out to abram's nation immediately to report the zipper separation, the root cause of the separation was determined to be a sewing error. These sewing errors would not have been caught in the inspection standard operating procedure based on the final pattern and design of the enclosure, but instead should have been caught at the sewing level.